Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the ventricular fibrillation could not be definitively determined based on the information available. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A physician reported that a patient exhibited spontaneous ventricular fibrillation (vf) when using shockwave c2+ coronary intravascular lithotripsy (ivl) catheter. Prior to the shockwave therapy, rotational atherectomy was used to debulk the severely calcified lesion in the mid to distal right coronary artery (rca) and create a channel. The electrocardiogram (EKG) showed red spikes which correspond to the ivl pulses. The physician attributed the event to an "r on t" phenomenon. The patient was externally defibrillated and resumed sinus rhythm. The shockwave device was prepped successfully, and the physician continued with shockwave treatment and the procedure was successful. No patient demographics or medical information was provided at the time of the report.